Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# serial# unknown. Product type lead model number of the lead has been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical product: product ID neu_unknown_lead lot#. Serial#. Unknown implanted:. Explanted:. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID:. Neu_unknown_lead, serial/lot #:. Unknown, ubd:, UDI#:. Report source foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the patient had lower back pain, and when the intensity was increased with stimulation from 1 to 4 of the a group being connected, it seemed like the patient's leg was cramping like a stick, and the patient was in no condition to live very comfortably. The technician explained that stimulation will increase and decrease in conjunction with the intensity of 1 to 4. The patient tested the operation on their own and found that the intensity from 1 to 4 can be individually changed. The symptoms were resolved by changing the respective intensities. The symptoms did not improve as much as when the two electrodes were used. (Currently, 2 electrodes cannot be connected and a single electrode is used.) It is unknown if the issue is resolved at the time of report. Health damage was noted as the patient outcome. Additional information was received. It was clarified that "currently, 2 electrodes cannot be connected and a single electrode is used" meant that 2 implantations were scheduled, but the second electrode was damaged in handling during the procedure, so only 1 implantation was performed. The damage was due to handling during surgery. No additional actions were or will be taken to resolve the issue. That only 1 electrode was implanted resolved. The lower back pain was resolved. The actions taken to resolve it were to adjust the stimulation which resolved it on (B)(6) 2023.